Event description:
The customer reported that the pencil was placed on the patient's lap during a c-section. Reportedly the pencil self-activated and burned the patient's lap. The burn required plastic surgery.